Event description:
It was reported that the facility maintenance personnel pinched his fingers on a manual wheelchair hand brake due to the wheellock being too close to the chair. Should additional relevant information become available, a supplemental report will be submitted.